Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an emergency room visit due to high blood glucose readings of over 500 mg/dl. Customer was treated with IV insulin at the hospital. Customer reported symptoms of sore throat prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 300 mg/dl and was treated with the insulin pump. No further information reported.